Event description:
It was reported that a 23mm 11500a valve was explanted after an implant duration of 2 years, 3 months due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve. The implantation data card indicated that the device explant was due to deficiency of the original device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a 23mm 11500a valve was explanted after an implant duration of 2 years, 3 months due to endocarditis with multiple episodes of embolization and root abscess. The explanted valve was replaced with a 23mm 11500a valve. Per medical records, the patient has recently had 2 intracranial hemorrhages with multiple emboli and was diagnosed with acute endocarditis. The patient was placed on antibiotics prior to a planned valve replacement procedure. The patient underwent avr with aortic annular enlargement utilizing a 23mm 11500a valve and mvr using a 29mm magna valve and a 28mm graft to repair mitral annulus. Postoperative tee showed both valves are functioning with appropriate myocardial function and a trace vsd. The patient tolerated the procedure well and was transferred to the ICU in critical but stable condition.